Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the light guide cable buckled, the us connector/junction cable (short) buckled, the us connector body cracked, the objective prism dusty, the us connector body corroded, the us connector cable leak, the us connector body leak, the us connector cable cut, the eog valve loose, the sub connector (us) loose, and the operation channel resistance; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).